Event description:
It was reported the screens cracked underneath the screen. Customer's blood glucose was 5.8mmol/l. Customer was not in a car accident. Customer stated damage occurred during normal use of the device. Customer stated it seems as the ink burst. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.